Manufacturer narrative:
(B)(4). Age: year of birth (B)(6). Implant date: (B)(6) 2009. Concomitant medical products: 00630505036, 61231178, liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells. Unknown head. Unknown stem. Report source: (B)(6). Complaint sample was evaluated and the reported event was confirmed. A trilogy acetabuar shell, a portion of a trilogy acetabular liner, a ceramic femoral head, and a zimmer m/l taper stem were returned for evaluation. All devices exhibit considerable damage. The poly liner has one of two tabs of the lock ring embedded in the articulating surface. The damage seen in the acetabular shell coincides with the damage seen on the femoral head. The femoral stem shows gouging throughout its entire length. The stem and shell has bio debris attached. X-rays were provided and reviewed by a healthcare professional. There is superolateral subluxation of the femoral head reflecting advanced liner wear. Extensive heterotopic ossification is present laterally. The hip abduction angle measures approximately 49 degrees. Anteversion cannot be measured on these images. There is no evidence of implant loosening. Radiolucency at gruen zone 1 of the femoral implant is consistent with osteolysis. The device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-04251, 0001822565-2020-04252, 0001822565-2020-04253.

Event description:
It was reported patient underwent initial hip arthroplasty. Subsequently; the patient suffered several dislocations beginning one year post implantation. The patient was later revised approximately eleven years post implantation due to infection and radiological wear with metallosis. During the surgery, a broken and heavily worn inlay was found. It is unclear to what extent and if the dislocations played a role. Attempts have been made and additional information on the reported event is unavailable at this time.